Manufacturer narrative:
(B)(4). Instructions for use contain the following information: ....warnings 1. Danger! Extremely flammable! 2. Cavilon no sting barrier film is extremely flammable until it has completely dried on the skin. 3. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use. 4. Avoid using around flames. 5. Use in a well ventilated area...... This product is labeled as extremely flammable. The customer reported a static electric shock occurred. The static discharge was most likely the ignition source for this reported event. 3m is still investigating the potential root cause for this reported event. A review of similar complaints regarding static discharge was completed and no trend was seen.

Event description:
A physical therapist reported she visited the home of a (B)(6) male patient for application of kinesio therapeutic tape. Prior to taping, a 3344 cavilon no sting barrier film wipe was opened. A static electric shock occurred as the product was about to be applied to the patient and it ignited into flames. The flames were extinguished very quickly. The patient reportedly experienced a burn in three areas and initially applied aloe for treatment. A physician was consulted and the patient was diagnosed with a second degree burn to his right ankle. The patient was reported to be in stable condition and silvadene cream was being used for treatment.